Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-1232 serial number: (B)(6). Batch/lot number: 797977 model/catalog description: wavewriter alpha 32 ipg kit unique identifier (UDI): (B)(4).

Event description:
It was reported that following a spinal cord stimulator (scs) implant procedure, the patient was admitted for standard overnight observation. Within a few hours of the patient being moved to inpatient unit, the patient reported a loss of feeling/sensation from the waist down but could still move their lower extremities. A scan was performed and showed a blood clot under the scs paddle lead. The patient was taken back to surgery where the scs system was removed. The patient was recovering in post-op. There was no action from the physician that is believed would have contributed to the blood clot forming under the scs paddle lead. The explanted devices were not returned by the medical facility.